Manufacturer narrative:
(D10) concomitant device(s): 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: 5621763. 320-02-42 - rs expanded glenosphere 42mm, +4mm offset: 5335112. 320-15-01 - eq rev glenoid plate: 5606748. 320-15-05 - eq rev locking screw: 5661206. 320-20-00 - eq reverse torque defining screw kit: 5632147. 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: 5582871. 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: 5540509. 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: 5607924. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: 5631373. A10012 - gps implant kit v2: 08002018074.

Event description:
As reported via clinical study, approximately 14 months post-operatively of the initial ltsa, the patient presented with severe pain following movement of the left arm while sleeping (pain after moving the arm while sleeping (the arm has fallen into the void next to the bed). X-ray showed abnormal contact between humeral tray and glenosphere due to pe disassociation. The patient underwent a revision of the humeral liner, humeral tray, and glenosphere and the outcome of this event is considered resolved. The clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure.

Manufacturer narrative:
After further review of additional information received and the completion of an investigation, the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): the revision reported was likely the result of either a post traumatic event involving arm falling into the void next to the bed while sleeping, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the three, which led to the humeral liner disassociating from the humeral tray. However, this cannot be confirmed as the explanted devices were not returned for evaluation.